Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was in the right coronary artery (rca). The lesion was predilated with a 1.5x10mm non-bsc balloon catheter and a 2.5x12mm maverick balloon catheter. A 3.0x24mm taxus liberte drug eluting stent was advanced to treat the target lesion, but was unable to cross the lesion. During withdrawal, the stent dislodged inside the patient. The physician unsuccessfully attempted to crush the stent into the vessel wall with a 1.5x20mm maverick balloon. The case was aborted and the patient sent to coronary artery bypass grafting surgery. There were no further patient complications reported.

Manufacturer narrative:
Device analysis: device analysis can confirm that the stent had detached from the delivery device and was not received for analysis. Visual and microscopic examination of the returned delivery catheter revealed that the balloon had a clear impression of where the stent had been crimped in its correct position originally. The delivery catheter found that the balloon was fully folded and did not appear to have been subjected to any positive pressure. It was noted that there was a large build up of solidified contrast media present inside the inflation lumen of this device. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint is unknown.